Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch fhd monitor in dual mode, one side of the monitor would go bad and display a pink screen. The facility's biomedical department was unable to recreate the reported issue; however, a video was provided showing the entire side b of the display completely pink. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
Verathon is conducting a voluntary correction for a limited number glidescope core 15 and core 15 fhd monitors. Verathon has received 12 complaints from customers about a loss of image when using a core 15 or core 15 fhd monitor in conjunction with unique combinations of the glidescope core 2m quickconnect cable (0600-0843) and spectrum qc single-use video laryngoscopes. No injuries have been reported. Verathon has implemented a correction in the form of a software update (core 15: v1.10 and core 15 fhd: v1.8) to prevent a loss of image. Verathon's investigation confirmed that with these unique combinations that a video signal delay issue can contribute to a degradation in image quality, a loss of image, or the airway cannot be visualized. This may lead to a delay in the procedure until a replacement or alternative device is obtained, which may cause serious injury. Following the reported event, the customer's glidescope core 15-inch fhd monitor received the aforementioned software update at their facility by a verathon clinical specialist. The monitor was returned to service and to date, no other issues have been reported. Verathon will continue to monitor for ongoing trends.